Event description:
As reported by the field clinical specialist, approximately 3 years and 7 months after a transfemoral tavr procedure with a sapien 3 ultra valve, the valve exhibited severe central aortic insufficiency (ai). It was noted the patient presented with shortness of breath, dyspnea on exertion, orthopnea, lower extremity edema and abdominal fullness. Per transthoracic echocardiogram (tte) performed, there was a mean gradient of 22 mmhg and peak gradient of 35 mmhg. Per transesophageal echocardiogram (tee), central aortic insufficiency was noted with mild paravalvular regurgitation. A valve in valve was performed with 26mm sapien 3 ultra resilia at an 80/20 depth with no paravalvular leak, no ai, and no gradient by cath. The patient was in stable condition and was recovering inpatient.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), and conclusions in this section have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for increased gradients and central regurgitation were unable to be confirmed due to unavailability of relevant imagery or medical records. A previous investigation into bioprosthesis valve dysfunction presenting as stenosis/increased gradient is captured in an edwards lifesciences technical summary and applies to this complaint. Several factors can contribute to an increase in gradients across a transcatheter bioprosthetic heart valve. These include pre-existing valve condition, patient-prosthesis mismatch (ppm), valve size, and patient-related factors like age, body mass index, and comorbidities (including, diabetes, hypertension, hyperparathyroidism, and renal disease). An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to non-structural valve deterioration like thrombus formation, endocarditis, or pannus formation which can obstruct valve flow and increase gradients. It could also be indicative of structural valve degeneration including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. As reported, the patient has a medical history of aortic stenosis and diabetes mellitus. Patients with these conditions have a higher risk of developing increased gradients and structural valve deterioration that cause regurgitation. As such, available information suggests that patient factors may have contributed to the complaint events. However, due to limited information available, a definitive root cause of the central regurgitation was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.